Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? At the bottom of the gap setting scale what confirmation was received that the device was fully fired? The pa who fired, said that she didn't hear or feel the crunch of the washer, but she wasn't able to close the stapler any further. Did the device staple? If it stapled, there was no full formed staples. Were there any staples missing from the staple line? Unsure. What was the shape of the staples (b-formation, irregular, legs straight)? Unsure. Did the device cut? Yes, seemed to cut. Was the cut line fully circumferential around the target tissue? Unsure. If the device fully cut, were both tissue donuts present? Unsure. If the device fully cut, were both donuts complete? Unsure. After firing was the adjusting knob turned ½ to ¾ revolutions? Yes. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. Was a leak test performed or was it visually observed that the anastomosis had not formed? Visually observed that the anastomosis had not formed.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the pa started to fire the device and said that they shouldn't close the stapler any more. There was not a crack of the washer. She said that he had the stapler squeezed as tight as she could get it. Then the surgeon reached down and squeezed the stapler closed and they heard a crack of the washer. They removed the stapler and the anastomosis had not formed. They pulled a competitor ils stapler and case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was obtained: the sales rep confirmed that the physician assistant that fired the device had extremely limited experience. She attempted to fire the circular stapler and was unable to fire the device. She released the firing trigger and then the surgeon came over and fired the device again. The anastomosis was incomplete. A conference call has been offered to the surgeon if desired.